Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to address the issue. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 350 mg/dl.